Event description:
Customer reported she woke up and the insulin pump was off and she had high blood glucose level. Customer's blood glucose level was 467 mg/dl, changed battery and treated with the device. Customer did receive a low battery alert prior to the off no power alert. The device turned off less then the 24 hour off no power alert. Battery indicator does not show less then two bars. Last battery changed was (B)(6) 2014. Customer was advised the battery tend to last for a week. Customer was advised to clean battery cap and to monitor the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.